Event description:
The patient reported on (B)(6) 2013 she stated to notice pain around the site and she decided to remove the pod and it was worn for less than 3 days. The site became infected, there was also an abscess at the site and she had to go to the emergency room to get it lanced. She was also placed on antibiotics after the lancing to heal the wound. She did not provide any further information.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's infection. No product lot number was reported therefore no qualification records were reviewed.